Event description:
Sheath was placed in the pulmonary artery. A stent was introduced through the sheath however the sheath got stuck in the stent strut and was unable to be removed. Patient was taken for previous planned surgery and was removed at that time. MFR ref # 1820324-2014-00304.